Event description:
I had the essure coils placed in my body in (B)(6) 2014. The first year I did not experience any symptoms. It has been a year now and I am having multiple uti's and have had an unexplained rash.